Event description:
It was reported by the user facility that the saline bag was filling while the machine was sitting idle in dialysis. There was no pt involvement. The saline bag refill occurred prior to pt connection. No parts were replaced.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occured in idle mode during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.